Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that noise resulting in oversensing was observed on the right ventricular (rv) lead. Lead insulation damage was suspected to be the cause of the event, however, this was not observed via diagnostic imaging. No intervention was performed to resolve the event. The patient was in stable condition and will continue to be monitored.